Event description:
It was reported that an exactamix 3000 ml eva (ethylene vinyl acetate) tpn (total parenteral) leaked at the lower right-side seam of the bag. This occurred during filling prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the lot was manufactured from october 18, 2023 - october 19, 2023. H10: the device was received for evaluation. A visual inspection was performed and a tear at the lower right side near the front side edge of the bag was observed. A functional leak test was performed using tap water to fill the container and a leak was observed at the lower right side. Magnified inspection was performed and a tear/hole was found approximately 50mm above the bottom shoulder port weld area. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.